Manufacturer narrative:
A product investigation was completed: the returned va-lcp distal humeral plate is strongly bended in an angle of approximately 45 degree and a piece broke off at the distal third hole. Additionally impression marks are visible caused by an unknown instrument, that could be the mentioned bending plier. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The device met the specifications at the time of manufacturing and distributing in april 2016. Failure in material or production could not be detected. The current technique guide describes: ¿contour the plate precisely at the level of the undercuts to avoid deformation of the plate holes¿. Based on the visible damages, it is obvious that the implant exceeded noticeably the prescribed level and this consequently led to the breakage. We determine that the root cause is excessive force through the method of use and associated accumulated damage and wear. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date the subject device was received by the manufacturer for investigation. The subject device is currently undergoing investigation; the results are pending completion. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product codes for this report include hwc. (B)(4). Device broke intra-operatively and was not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: april 18, 2016 - expiry date: april 1, 2026. The lot of (B)(4) pieces was released with no deviations or non-conformances noted during production or sterilization. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a surgical procedure on (B)(6) 2016 to treat an injury with clavicular plate fixation. During insertion, the surgeon utilized a pair of bending pliers to prepare the plate. Upon the application of one load of force from the pliers, the plate broke. An alternate plate was available and the procedure continued. However, during insertion of a metaphyseal screw, which was needed to affix the plate to the bicortical bone, the screw head broke off. All fragments from both broken devices were retrieved. The procedure was successfully completed with a fifteen (15) minute delay. Concomitant device(s) reported: bending pliers (part/lot: unknown / quantity: 1) and screwdriver (part/lot: unknown / quantity: 1). This report is 1 of 2 for (B)(4).